Manufacturer narrative:
(B)(6). (B)(4). Further investigation of the customer issue included a review of the complaint text, review of service history, a search for similar complaints, and a review of labeling. Returns were not available. The customer replaced the external waste pump and no further issues were observed. A review of the customer instrument service history verifies this is the sole complaint involving smoking or the smell of smoke. A tracking and trending review was completed; no trends or issues related to the external waste pump were identified. A historical search of our complaint database did not find any similar complaints involving the external waste pump smoking or smelling of smoke. Labeling was reviewed and it was determined that adequate instruction as to the specific requirements for electrical hazards and replacement of the external waste pump are provided. Based on the available information no product deficiency of the waste pump associated with the architect i2000sr analyzer, list number 03m74, was identified.

Event description:
The customer observed smoke coming from the waste pump of the architect i2000sr analyzer. The customer changed the waste pump and indicated the analyzer was working properly. No injuries have been reported.